Event description:
It was reported that the customer was hospitalized with high blood glucose and the insulin pump would not power on. The customer's symptoms were frequent urination and lethargy. Her blood glucose was 474 mg/dl, which was treated with insulin at the hospital. Leading up to the hospitalization, the customer was having difficulty with the insulin pump and could not get it to work. She was wearing the insulin pump at the time of hospitalization. Troubleshooting was performed. No damage or corrosion was found in the battery compartment or spring, and the battery cap contacts were neither missing nor damaged. The display did not return with a new battery. Cleaning the battery cap did not resolve the issue. It was advised for the customer to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with a cracked case at display window corners and battery tube threads. There were minor scratches on the display window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).